Manufacturer narrative:
A steris technician arrived onsite following the reported event and inspected the unit. The technician found that the steam valve assembly and heat exchanger were leaking. As the steam valve and heat exchanger were not operating properly this allowed water to expand into the spray arm line resulting in the reported event. The technician replaced the steam valve assembly, ran a test cycle, and found the unit to be operational. No additional issues have been reported.

Event description:
The user facility reported that while unloading the reliance 130 cart washer, the unit's spray arm located in the bottom of the washer leaked residual hot water, injuring an employee on the leg. The employee sought medical treatment and returned to work.